Manufacturer narrative:
The product will not be returned, therefore, no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. (B)(4).

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, an aortic rupture occurred when attempting to advance the delivery catheter system (dcs) over the ascending aortic arch. Cardiopulmonary resuscitation (CPR) was initiated and blood was removed from the chest cavity; however, the patient expired. It was reported that the patient had tortuous anatomy that contributed to the difficulty advancing the dcs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the lot history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that the device was difficult to advance over the ascending aortic arch and that an aortic rupture occurred, leading to patient death. The delivery catheter system (dcs) capsule was purposefully designed to be more rigid than the predicate device, as this allows for the device to be inserted without the use of an external introducer sheath, and for the valve to be recaptured and repositioned, potentially reducing the number of coronary occlusions and other adverse patient effects related to a malpositioned device. However, the rigidity of the capsule may impact maneuverability in some patient anatomies. In this case, it was reported that the patient had tortuous anatomy, which may have led to the maneuvering difficulties. The root cause of the aortic rupture is likely related to the difficulty of maneuvering the more rigid capsule of the dcs the reported tortuous patient anatomy, which may require the physician to manipulate or apply extra force to the dcs and lead to patient injury. Vessel injury and death are known adverse patient effects per the instructions for use.